Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that they "popped a screw in the pacemaker." The patient reported the sensation of "the head of a screw." The area of the skin is red and "very tender." The pacemaker remains in use. No patient complications were reported as a result of this event.